Event description:
It was reported during surgery the battery has been exploded inside of the sterile tray. There was a 0¿15-minute delay to prepare an alternate device. There is no harm or delay reported, due diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - japan.

Manufacturer narrative:
Following sections were updated or corrected: b4, b5, d1, d9, d4, g1, g3, g6, h1, h2, h3, h4, h6, h11. The device was returned opened. Visual examination of the returned product/provided pictures confirmed the battery pack was busted open and there was black debris from the battery expulsion throughout the sterile packaging. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
There is no additional event information.